Event description:
Clinical trial. Same case as MFR# 6000093-2007-00607. It was reported that post index procedure, the pt expired. The index procedure treated a de novo lesion in the distal circumflex (cx). The lesion was 3.6mm wide, 15mm long, and 90% stenosed. The physician predilated the lesion prior to placing a 3.0x8mm taxus express2 stent, as well as a 3.5x16mm taxus express2 stent in overlapping fashion. The stents overlapped by 1mm. Residual stenosis was 0%. The pt was discharged that same day on aspirin and plavix. The site attempted to contact the pt for the 2 yr f/u, and found that the pt died on day 669. The site tried to contact the family, but the number was disconnected. The pt's family physician had no further info. An autopsy was not performed and further info is not expected. In the opinion of the physician, there is an unk relationship between the death and the target vessel.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 6835383 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material assembly, and performance specs. The cause of the difficulties stated in the complaint could not be determined.